Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user initially contacted the clinic concerning issues of pain and swelling over the implant site. On the (B)(6) 2020 the user reported further problems and a revision surgery was performed on the (B)(6) 2020. During the revision surgery the implant was found inferior to the initial position due to tissue growth at the implant bed. Inflamed tissue was found in the mastoid and middle ear. A new bone bed was drilled and the implant and electrode were repositioned.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the recipient underwent two revision surgeries because of the migration of the device housing from its intended position. Furthermore, during revision surgeries infected and inflamed tissue was found, which was possibly contributed by the implant movement. Review of the device's sterilization records shows that the device has been subject to a valid sterilization process. Investigation results go well in line with the description in the recipient report. This is a final report.

Event description:
The user initially contacted the clinic concerning issues of pain and swelling over the implant site. Pain was first reported around (B)(6) 2019. On the (B)(6) 2020 the user reported further problems and a revision surgery was performed on the (B)(6) 2020. During the revision surgery the implant was found inferior to the initial position due to tissue growth at the implant bed. At revision surgery the implant was no longer fixed by pins. Inflamed tissue was found in the mastoid and middle ear. Infection was also observed. A new bone bed was drilled and the implant and electrode were repositioned. The electrode was re-positioned because it was accidently moved during re-positioning of the housing. Reactivation was planned along with further observation of the implant area and hearing performance. However, on the (B)(6) 2020 the user underwent a revision surgery because the implant body had moved again from its position. During the surgery infection, inflammation and a lot of granulation tissue was found. Therefore, the device was explanted.